Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer's blood glucose level was not impacted. As the event had occurred in the past, the customer was unable to provide further details and tandem technical support was also unable to troubleshoot to determine a possible cause of the event.